Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow from the filling port. The root cause was determined to be a particle of resin trapped between the check-band and the stress-member. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv5 device experienced backflow from the filling port during filling. The device was being filled with 5-fluorouracil and saline when the backflow condition was observed. There was no patient involvement. No additional information is available at this time.